Event description:
It was reported that on an unknown date, a trifecta was successfully implanted. Five years post-procedure, the valve was noted to deteriorate. The patient presented with shortness of breath and high gradient of 17mmhg. On (B)(6) 2023, another procedure was performed to implant a 27mm navitor valve into trifecta valve (valve-in-valve). After implantation, transthoracic echocardiogram (tte) showed the mean pressure gradient decrease to 7mmhg. The patient was reported to be stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve deterioration, shortness of breath, high gradient, and replacement of the valve with a valve-in-valve was reported. A device history record could not be reviewed as no serial number was available. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. A specific cause could not be confirmed for this case, and the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.